Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms and was administered insulin (dose/type unknown) and oral glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Sensor scan results of 300 mg/dl and 300 mg/dl were obtained and compared to competitor brand meter results of 160 mg/dl and 140 mg/dl the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. The length of sensor wear was 15 days.